Event description:
Information was received indicating that during use of a smiths medical cadd reservoir, increased no disposable alarms were noted. No patient consequences were reported. No adverse effects were reported.